Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/4.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, the lens was repositioned, and this resolved the problem. Reportedly, "eye is quiet vault 410 micron but again the lens has rotated by more then 30 degrees" and "patient not happy with vision." The problem was not resolved. Cause of the event is unknown.